Event description:
The customer reported that insulin squirted out while priming the infusion set. Troubleshooting was performed. The customer changed the infusion set and reservoir, but the insulin continued squirting out. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device was received with missing end cap sticker.